Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck for pacer with pacer malfunction. There was no reported pt involvement and/or impact.